Manufacturer narrative:
Added medical history. (B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006 and an unknown date, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgery, mesh failure, mesh removal twice, and infections. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings . H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. Previous patient codes (3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6), 2005 through (B)(6) 2019, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Records from (B)(6), 2008 and (B)(6) 2017 were not provided. Patient information: medical history: chronic pain left lower extremity s/p accident [unknown date] chews 1 can of tobacco daily for the last 40 years. Significant history of depression with previous suicide attempts. Shot himself 30 some years ago in the stomach. Developed a large incisional hernia from this. History of neurotic picking. (B)(6) 2005: left one day post op mesh removal against medical advice. (B)(6) 2017: diabetes, type ii. (B)(6) 2017: respiratory failure. Morbid obesity. (B)(6) 2017: wt. 158.5 kg, bmi 48.4 (B)(6) 2018: wt. 136.08 kg, bmi 41.8. (B)(6) 2019: 2 large benign abdominal tumors wt. 135.11 kilograms, bmi 41.6 (B)(6) 2019: 2 large benign abdominal tumors methadone use. Prior surgical procedures: appendectomy. Implant preoperative complaints: no preoperative records. Implant procedure: repair of recurrent ventral hernia with mesh. Implant: gore® dualmesh® plus biomaterial (02750304/1dlmcp04) 15 x 19 cm, oval. Implant date: (B)(6), 2005 description of hernia being treated: ¿....large ventral hernia in the upper midline. This was surrounded by several satellite lesions in a swiss cheese type configuration both superiorly and inferiorly, and also laterally of the midline. There was some omentum in some of the hernia openings, but nothing was incarcerated or otherwise difficult to reduce.¿ ¿the old midline scar was excised and incision brought down through the subcutaneous tissue to the hernia sac. The large hernia sac in the middle was dissected free and removed; and then digital exam of the abdomen revealed several other hernias, which were also either combined with the main one or their sacs were excised, but they were encompassed in the same repair.¿ implant size and fixation: ¿a piece of dualmesh measuring 12 x 18 cm was placed into the peritoneal cavity and tacked in place with interrupted vertical mattress sutures using gortex sutures every couple of centimeters circumferentially. The subcu [subcutaneous] was closed with 3-0 vicryl and the skin with staples.¿ no postoperative records were provided. Relevant medical information: (B)(6) 2005: pathology: ¿gross/microscopic diagnosis-membranous and fatty tissues of ventral hernia repair. Surgical scar, remote.¿ explant #1 preoperative complaints: none provided. Explant #1 procedure: exploration of abdominal wall and removal of infected hernia mesh. Explant #1 date: (B)(6), 2005 [hospitalization (B)(6) 2005, left against medical advice] ¿the patient had 2 sinus tracts in the upper abdomen. Upon connecting these we found a piece of gore-tex type mesh with some gore-tex sutures present. There was quite a bit of granulation tissue and signs of chronic inflammation. No deep abscess was appreciated .¿ ¿skin incision was made and brought down through the subcutaneous tissue until these tracts were connected. The piece of gore-tex mesh was readily found at the base of the wound and it was dissected free and removed completely . Some sutures were removed as well. The area was inspected for hemostasis. This was good. The skin was loosely approximated with some #2 nylon vertical mattress sutures. Then the skin was packed open using 1-inch iodoform gauze. Dressing was applied.¿ postoperative period [1 day] (B)(6) 2005: ¿this patient had a recurrent ventral hernia repaired several months ago. Has developed infected hernia mesh . Most of the mesh had been removed several months ago but he has had a persistent sinus tract in the upper aspect of his incision and now has developed increasing redness and pain and an increase in drainage over this area. ¿ ¿the patient tolerated the procedure well. The patient had good pain control with oral pain medications.¿ ¿plans were being made to discharge the patient, however, on the morning of 12/6/2005 the patient left the hospital at 6 am without telling anyone and the patient was given no follow up instructions as he left unbeknownst to the nurse so he will hopefully present in the office for some follow up.¿ explant #2 preoperative complaints: (B)(6) 2008: ¿this patient is a 43-year-old male who has developed some cellulitis and purulent drainage from the abdomen. He has a history of multiple recurrent ventral hernias. The last one was repaired last year and had an infection of his gore-tex mesh . The mesh was removed and most of the incision healed, however, there is a small sinus tract on the lower midline that continues to drain purulent drainage and probably has a suture or piece of mesh at the base of it. He has also developed flu-like symptoms including chills and obvious erythema of his ventral hernia.¿ (B)(6) 2008: ¿abdomen: soft, with no masses. There is a large ventral hernia which is quite erythematous, although it appears slightly better than it did last week. He has a sinus tract in the lower midline with some green purulent drainage.¿ ¿impression: cellulitis of the abdominal wall, not responding to oral antibiotics. Also, sinus tract with persistent purulent drainage, probable retained foreign body. Plan: admission for IV antibiotics and exploration of the sinus tract.¿ explant #2 procedure: exploration of sinus tract and removal of foreign body of the abdominal wall explant #2 date: (B)(6), 2008 ¿.... Has a sinus tract in the lower midline. It extended inferiorly and deep from the opening. At the base of this was a piece of gore-tex dual mesh with a suture attached, about 1 x 3 cm in size. No other pathology was appreciated.¿ ¿skin incision was made inferiorly from the tract and widened down until I could get to the base of the sinus tract where a piece of dual mesh hernia mesh was found and removed . Examination of the area showed no other foreign bodies. The area was packed with ¼ inch iodoform gauze and a dressing was applied.¿ pathology reports of the device explanted during the (B)(6) 2008 procedure were not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial instructions for use also states: warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not returned for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02750304 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code 2. Conclusion code 2 remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: commonwealth of (B)(6), department of health - vital records. Certificate of death. Death at age 56 years. Cause of death: exsanguination due to or as a consequence of sharp force trauma to foot. How injury occurred: lacerated foot trying to enter house through window. Medical examiner/coroner: yes. Manner of death: accident. Place of injury: home. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005, including records for multiple abdominal surgeries and recurrent hernias, were not provided. Operative records dated (B)(6) 2005 indicate the patient underwent repair of recurrent ventral hernia with mesh. The patient ¿had a large ventral hernia in the upper midline. This was surrounded by several satellite lesions in a swiss cheese type configuration both superiorly and inferiorly, and also laterally of the midline. There was some omentum in some of the hernia openings, but nothing was incarcerated or otherwise difficult to reduce.¿ the operative records dated (B)(6) 2005 state: ¿the old midline scar was excised and incision brought down through the subcutaneous tissue to the hernia sac. The large hernia sac in the middle was dissected free and removed; and then digital exam of the abdomen revealed several other hernias, which were also either combined with the main one or their sacs were excised, but they were encompassed in the same repair.¿ the records dated (B)(6) 2005 continue: ¿a piece of dualmesh measuring 12 x 18 cm was placed into the peritoneal cavity and tacked in place with interrupted vertical mattress sutures using gortex sutures every couple of centimeters circumferentially. The subcu was closed with 3-0 vicryl and the skin with staples.¿ the records confirm a gore dualmesh®plus antimicrobial (1dlmcp04/02750304) was used during the procedure. Pathology report for hernia tissue from (B)(6) 2005 procedure: gross examination-the specimen includes multiple portions of slightly thickened membranous tissue with smooth surfaces on one aspect and dissected tissues on the opposite, ranging from 4 x 3 to 6.5 x 4.5 cm. On section, fatty tissues appear to encompass portions of the membranous tissues. Also included is a skin ellipse covered with plastic yellow material, measuring to 15 x 3 cm demonstrating longitudinal cicatrix. Gross/microscopic diagnosis-membranous and fatty tissues of ventral hernia repair. Surgical scar, remote. Discharge summary for hospital admission (B)(6) 2005 to (B)(6) 2005 states: ¿this patient had a recurrent ventral hernia repaired several months ago. Has developed infected hernia mesh. Most of the mesh had been removed several months ago but he has had a persistent sinus tract in the upper aspect of his incision and now has developed increasing redness and pain and an increase in drainage over this area.¿ the records for hospital admission (B)(6) 2005 to (B)(6) 2005 state: ¿the patient was admitted for surgery and was taken to surgery on (B)(6) 2005. Exploration of the abdominal wound and removal of mesh was done. The patient was continued on IV antibiotics a few days prior to taking him to surgery and he was continued on them postoperatively. The patient tolerated the procedure well. The patient had good pain control with oral pain medications.¿ records for hospital admission (B)(6) 2005 to (B)(6) 2005 continue: ¿plans were being made to discharge the patient, however, on the morning of (B)(6) 2005 the patient left the hospital at 6 am without telling anyone and the patient was given no follow up instructions as he left unbeknownst to the nurse so he will hopefully present in the office for some follow up.¿ operative records for (B)(6) 2005 indicate the patient underwent exploration of abdominal wall and removal of infected hernia mesh. The records state: ¿the patient had 2 sinus tracts in the upper abdomen. Upon connecting these we found a piece of gore-tex type mesh with some gore-tex sutures present. There was quite a bit of granulation tissue and signs of chronic inflammation. No deep abscess was appreciated.¿ operative records dated (B)(6) 2005 state: ¿skin incision was made and brought down through the subcutaneous tissue until these tracts were connected. The piece of gore-tex mesh was readily found at the base of the wound and it was dissected free and removed completely. Some sutures were removed as well. The area was inspected for hemostasis. This was good. The skin was loosely approximated with some #2 nylon vertical mattress sutures. Then the skin was packed open using 1 inch iodoform gauze. Dressing was applied.¿ pathology records for the gore-tex mesh removed during the (B)(6) 2005 procedure were not provided. Operative records dated (B)(6) 2006 indicate the patient underwent exploration of sinus tract and removal of foreign body of the abdominal wall. The patient ¿has a sinus tract in the lower midline. It extended inferiorly and deep from the opening. At the base of this was a piece of gore-tex dual mesh with a suture attached, about 1 x 3 cm in size. No other pathology was appreciated.¿ the operative records dated (B)(6) 2006 state: ¿skin incision was made inferiorly from the tract and widened down until I could get to the base of the sinus tract where a piece of dual mesh hernia mesh was found and removed. Examination of the area showed no other foreign bodies. The area was packed with ¼ inch iodoform gauze and a dressing was applied.¿ pathology records for the piece of dualmesh removed during the (B)(6) 2006 procedure were not provided. History and physical records dated (B)(6) 2008 state: ¿this patient is a 43 year old male who has developed some cellulitis and purulent drainage from the abdomen. He has a history of multiple recurrent ventral hernias. The last one was repaired last year and had an infection of his gore-tex mesh. The mesh was removed and most of the incision healed, however, there is a small sinus tract on the lower midline that continues to drain purulent drainage and probably has a suture or piece of mesh at the base of it. He has also developed flu-like symptoms including chills and obvious erythema of his ventral hernia.¿ the records dated (B)(6) 2008 state: ¿abdomen: soft, with no masses. There is a large ventral hernia which is quite erythematous, although it appears slightly better than it did last week. He has a sinus tract in the lower midline with some green purulent drainage.¿ ¿impression: cellulitis of the abdominal wall, not responding to oral antibiotics. Also, sinus tract with persistent purulent drainage, probable retained foreign body. Plan: admission for IV antibiotics and exploration of the sinus tract.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between (B)(6)2008 and (B)(6)2018 were not provided. (B)(6) 2018: shr_general surgery. Mark roth, md. Office notes. Wt 302 lbs, bmi 43.3. Never smoked. Former alcohol, quit 6 years ago. Chewing tobacco: 2-4/day. Psh: repair of incisional hernia (B)(6) 2005, repair of incisional hernia (B)(6) 2004. Pmh: diabetes. Hpi: relatively noncompliant, noted to have a large ventral hernia, ongoing history of difficulty with bowel function. He last had a repair in 2005 which was performed with placement of mesh, subsequently removed. Has significant loss of domain and would be very difficult repair and likely would need a biologic mesh and possible component separation. Biggest complaint is difficulty moving bowels. Has been using miralax, not gone for several days. Enemas help when he does use them. Exam: unremarkable except; obese, hernia, incisional (large incisional hernia with loss of domain bowel present, minimal discomfort to palpation). Impression/plan: chronic constipation, likely secondary to adhesions. We will try to use amities and significant treat the patient¿s bowel function conservatively. He has high risk for poor outcome for surgical intervention with regard to the hernia. We will reassess the patient back in a month and he will continue to use his miralax and high-fiber diet with large amounts of fluid. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records between (B)(6)2008 and (B)(6)2017 were not provided. (B)(6) 2017: [ni]. (B)(6) md. Emergency department. Cc: unresponsive. Hpi: wife stated for last couple days, he is just ¿not been feeling well.¿ complaining nausea. She went to bed and he was still downstairs. She woke up, but he was not there. Went down to check on him. Found him face down on floor, unresponsive. Called 911. When ems arrived, they stated pt was unresponsive, minimal respirations. Did appear peripherally mottled, little bit cyanotic. They did start bagging him. Unable to get an et tube started so brought him in that state, bagging with oral airway in place. Gcs [glasgow coma scale] of 3. Did occasionally have little movement but nothing purposeful. Continuing to seemingly withdraw form pain. Pmh: multiple hernia surgeries and continued severe anterior abdominal wall hernia. Diabetes. Exam: abdomen obese with a large ventral wall hernia. CT chest, abdomen, pelvis per radiology shows very large ventral hernia containing multiple bowel loops. Impression: ventilator-dependent respiratory failure. Probable aspiration. Suspected respiratory arrest secondary to aspiration. Plan: admitted. (B)(6) 2017: [ni]. (B)(6) md. Radiology-CT abdomen/pelvis. Impression: uncomplicated cholelithiasis. Very large ventral hernia containing multiple bowel loops. No obstruction or inflammatory change. (B)(6) 2017: [ni]. (B)(6) md. Consultation. Hpi: large abdominal ventral hernia, had multiple attempts to fix ventral hernia with subsequent failure. He then developed a nonhealing wound, a small remaining wound persist over the incision which the pt, according to wife, continues to pick at. Exam: abdomen, large ventral hernia noted with a scabbed lesion. Impression: large abdominal ventral hernia with a scabbed lesion over it, h/o neurotic picking. Protein-calorie malnutrition with albumin of 1.76. Plan: mssa bacteremia noted, most likely source would be the anterior ventral hernia wound associated with pt¿s neurotic picking. (B)(6) 2017: [ni]. (B)(6) do. Consultation. Indication: tracheostomy and peg tube insertion. Wt 158.5 kg. Hpi: significant h/o depression with previous suicide attempts. Shot himself 30 some years ago in the stomach. Developed a large incisional hernia from this. Exam: abdomen has very large right incisional hernia present, incarcerated. Impression: morbid obesity. Large incisional hernia. Plan: should have this hernia repaired at some point. Should be done at a tertiary care center. Most likely a biologic mesh would need to be employed. The cat scan has been reviewed by myself, hernia is definitely fixable. (B)(6) 2017: [ni]. (B)(6) do. Consultation. Impression: low oncotic pressure with combined anemia and protein malnutrition. Sepsis with bacteremia. Moderated to severe protein malnutrition. Morbidly obese. (B)(6) 2017: [ni]. (B)(6)md. Radiology-xr abdomen. Indication: constipation. Impression: limited study. An ivf filter is angled unusually its tip pointing towards the left upper quadrant of abdomen. (B)(6) 2017: [ni]. (B)(6) progress notes. Exam: abdomen, hernia not incarcerated but large. Impression: s/p trach/peg [percutaneous endoscopic gastrostomy; tube passed into stomach through abdominal wall, for feeding] insertion (B)(6). Gram + bacteremia. Morbid obesity, ventral hernia with multiple bowel loops at risk for incarnation, unchanged, consider transfer to tertiary facility for surgical correction of hernia. (B)(6) 2017: [ni]. (B)(6) md. Discharge summary. Hpi: admitted after suffering cardiopulmonary arrest. Due to respiratory failure, remained on ventilator during remainder of hospitalization. Treated with antibiotics for septicemia and pneumonia. Tracheostomy and insertion of g-tube for feeding. Impression: acute respiratory failure necessitating ventilatory support and tracheostomy d/t long-term nature of respiratory failure. Pt was subsequently transferred to an ltac for further care. Pt does have a massive ventral hernia which will need to be surgically repaired hopefully when pt¿s condition improves and stabilizes. (B)(6) 2018: (B)(6) medical center. (B)(6) do. Discharge summary. Dx: morbid obesity. Wt 136.08 kg, bmi 41.8. Exam: massive abd wall hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes . H6: updated device code . . H6: updated conclusion codes previous patient codes (3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2019, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Records from (B)(6) 2008 and (B)(6) 2017 were not provided. Patient information: medical history: chronic pain left lower extremity s/p accident [unknown date]. Chews 1 can of tobacco daily for the last 40 years. Significant history of depression with previous suicide attempts. Shot himself 30 some years ago in the stomach. Developed a large incisional hernia from this. History of neurotic picking. (B)(6) 2005: left one day post op mesh removal against medical advice. (B)(6) 2017: diabetes, type ii. (B)(6) 2017: respiratory failure. Morbid obesity. (B)(6) 2017: wt. 158.5 kg, bmi 48.4. (B)(6) 2018: wt. 136.08 kg, bmi 41.8. (B)(6) 2019: 2 large benign abdominal tumors wt. 135.11 kilograms, bmi 41.6 6/9/19: 2 large benign abdominal tumors. Methadone use. Prior surgical procedures: appendectomy. Implant preoperative complaints: no preoperative records. Implant procedure: repair of recurrent ventral hernia with mesh. Implant: gore® dualmesh® plus biomaterial (02750304/1dlmcp04) 15 x 19 cm, oval. Implant date: (B)(6) 2005. Description of hernia being treated: ¿large ventral hernia in the upper midline. This was surrounded by several satellite lesions in a swiss cheese type configuration both superiorly and inferiorly, and also laterally of the midline. There was some omentum in some of the hernia openings, but nothing was incarcerated or otherwise difficult to reduce.¿ ¿the old midline scar was excised and incision brought down through the subcutaneous tissue to the hernia sac. The large hernia sac in the middle was dissected free and removed; and then digital exam of the abdomen revealed several other hernias, which were also either combined with the main one or their sacs were excised, but they were encompassed in the same repair.¿ implant size and fixation: ¿a piece of dualmesh measuring 12 x 18 cm was placed into the peritoneal cavity and tacked in place with interrupted vertical mattress sutures using gortex sutures every couple of centimeters circumferentially. The subcu [subcutaneous] was closed with 3-0 vicryl and the skin with staples.¿ no postoperative records were provided. Relevant medical information: (B)(6) 2005: pathology: ¿gross/microscopic diagnosis-membranous and fatty tissues of ventral hernia repair. Surgical scar, remote.¿ explant #1 preoperative complaints: none provided. Explant #1 procedure: exploration of abdominal wall and removal of infected hernia mesh. Explant #1 date: (B)(6) 2005; hospitalization (B)(6) 2005, left against medical advice. ¿the patient had 2 sinus tracts in the upper abdomen. Upon connecting these we found a piece of gore-tex type mesh with some gore-tex sutures present. There was quite a bit of granulation tissue and signs of chronic inflammation. No deep abscess was appreciated .¿ ¿skin incision was made and brought down through the subcutaneous tissue until these tracts were connected. The piece of gore-tex mesh was readily found at the base of the wound and it was dissected free and removed completely . Some sutures were removed as well. The area was inspected for hemostasis. This was good. The skin was loosely approximated with some #2 nylon vertical mattress sutures. Then the skin was packed open using 1-inch iodoform gauze. Dressing was applied.¿ postoperative period [1 day]. (B)(6) 2005: ¿this patient had a recurrent ventral hernia repaired several months ago. Has developed infected hernia mesh . Most of the mesh had been removed several months ago but he has had a persistent sinus tract in the upper aspect of his incision and now has developed increasing redness and pain and an increase in drainage over this area. ¿ ¿the patient tolerated the procedure well. The patient had good pain control with oral pain medications.¿ ¿plans were being made to discharge the patient, however, on the morning of (B)(6) 2005 the patient left the hospital at 6 am without telling anyone and the patient was given no follow up instructions as he left unbeknownst to the nurse so he will hopefully present in the office for some follow up.¿ explant #2 preoperative complaints: (B)(6) 2008: ¿this patient is a 43-year-old male who has developed some cellulitis and purulent drainage from the abdomen. He has a history of multiple recurrent ventral hernias. The last one was repaired last year and had an infection of his gore-tex mesh . The mesh was removed and most of the incision healed, however, there is a small sinus tract on the lower midline that continues to drain purulent drainage and probably has a suture or piece of mesh at the base of it. He has also developed flu-like symptoms including chills and obvious erythema of his ventral hernia.¿ (B)(6) 2008: ¿abdomen: soft, with no masses. There is a large ventral hernia which is quite erythematous, although it appears slightly better than it did last week. He has a sinus tract in the lower midline with some green purulent drainage.¿ ¿impression: cellulitis of the abdominal wall, not responding to oral antibiotics. Also, sinus tract with persistent purulent drainage, probable retained foreign body. Plan: admission for IV antibiotics and exploration of the sinus tract.¿ explant #2 procedure: exploration of sinus tract and removal of foreign body of the abdominal wall. Explant #2 date: (B)(6) 2008. ¿has a sinus tract in the lower midline. It extended inferiorly and deep from the opening. At the base of this was a piece of gore-tex dual mesh with a suture attached, about 1 x 3 cm in size. No other pathology was appreciated.¿ ¿skin incision was made inferiorly from the tract and widened down until I could get to the base of the sinus tract where a piece of dual mesh hernia mesh was found and removed . Examination of the area showed no other foreign bodies. The area was packed with ¼ inch iodoform gauze and a dressing was applied.¿ pathology reports of the device explanted during the 3/28/08 procedure were not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial instructions for use also states: warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not returned for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02750304. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: sharon regional medical center. Richard maenza, md. Emergency department. Pushing motorcycle, ¿some black guys came out of nowhere and knocked him over.¿ brought in by sharon police department, suspect narcotic use, patient reports he has been advised he will be arrested, taken to jail following evaluation. States he is on prescription methadone. He has 2 large benign abdominal tumors that have deemed to be an operable [sic] by physicians in cleveland and pittsburgh, states he has been told he will not live much longer. History of urinary retention related to these tumors and pressure on abdomen. Ed [emergency department] course: sharon police department no longer here to ¿take him to jail.¿ discharge home. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.